Manufacturer narrative:
Name: medtronic minimed country: united states of america street: (B)(6) city: (B)(6) state: (B)(6) zip code: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:

Event description:
It was reported that the patient experienced connection issue on (B)(6)2026 as the infusion set was leaking at quick release because it was not tightly connected